Event description:
On (B)(6) 2013, tosoh bioscience was notified by an account that an estradiol result was questioned by a physician. The result had been reported after the analyzer gave a clog detect error and then ran out of substrate. When the substrate was replaced the procedure for substrate replacement was not completed. When the result was questioned the entire run of n= 20 was repeated with 3 results being corrected.